Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was alleged that the battery compartment was cracked. There is no reported adverse event with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/06/2017 with the following findings: a review of the pump black box data indicated evidence of short battery life with a drastic 8 count voltage drop on (B)(6) 2017. The battery compartment was found to be cracked at threads on the side. There was moisture corrosion observed in the battery canister. A leak test was performed and revealed a battery compartment leak. The returned battery cap was undamaged and fit securely to the pump. During testing, the pump powered in normally with no power loss. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress was observed. No evidence of intermittent contact was found on the printed circuit board. The complaint of a battery life issue was shown in the pump history but was not duplicated during investigation.